Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken pieces were not returned. The reported condition was confirmed. The rfid logs taken from the device indicate the product was used on an ft10 generator. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into ft10 and ls10 generators separately and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. Manufacturing non-conformance review is not required since the lot number is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy procedure, the device outer part of the jaw came off, but nothing fell into the patient's cavity. The device did not lock on tissue and was removed from the tissue without damaging it. A sealing was able to performed and a new device was used to complete the case. There were no tissue damage and no patient injury.